Manufacturer narrative:
(B)(4). G2: foreign - the event occurred in australia. The customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an initial procedure, the impactor tip fractured during impaction to the glenosphere while following the correct surgical technique. The surgeon noted the device tip was broken after completing its intended use. No complications, injuries, or surgical interventions were required, and no foreign bodies were retained due to this malfunction. The case was completed without any adverse outcomes to the patient. Attempts have been made, and no further information has been provided.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; d5; d9; g1; g3; g6; h1; h2; h3; h6; h10. The reported event is confirmed as a picture was provided. Visual examination of the provided pictures identified the pad fractured. Visual examination of the returned product identified shows signs of prior use and wear and tear. The strike plate of the device has gouges/impaction markings and there are gouges around the handle of the device. The prongs of the inserter are also damaged. The black poly impactor tip was not returned with the device, further evaluation cannot be performed. Measured features of the print and all were conforming to the print specifications. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.